Event description:
It was reported the patient experienced ineffective therapy. As a result, surgical intervention occurred wherein the scs system was explanted and replaced to address the issue. During the same surgery the leads were explanted and being reported in related manufacturer reference numbers: 3006705815-2022-16245; 3006705815-2022-16246.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was alleged the ipg was replaced during a lead revision due to loss of therapeutic effect. This issue could not be confirmed due to the as-received condition of the device. The ipg was returned running the service application. Attempts to place the device in the therapy app were unsuccessful, characteristic of a crc error that is non-recoverable. According to the daily battery time stamp log the last battery showed the last battery stamp was the day prior to explant. This indicated the device went into the service application during explant. Due to the state of the device, no further testing of the ipg could be performed. The root cause of the issue could not be determined.